Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration, a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation.

Event description:
Edwards received additional information that approximately six (6) years post-implantation of this 25mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic stenosis. Per obtained information, the patient presented with progressive dyspnea and cardiogenic shock due to severe bioprosthetic aortic stenosis. A transcatheter valve was implanted and there were no immediate complications. The patient was transferred to the ICU in stable condition and was discharged on pod #19.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Based on the information received the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm aortic pericardial valve required transcatheter valve-in-valve intervention due to aortic stenosis with the presence of cardiogenic shock. Implant duration of the 25mm surgical valve is approximately six (6) years. No additional information was provided.